Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim. It was reported that the patient has had a return of symptoms since ¿about a week ago or better,¿ which was noted to be gradual. It was stated that they feel like they¿re going to the bathroom more and they have uti symptoms. They don¿t know if they have a uti, they just feel like they are getting a uti. When asked if any trauma or fall could be related to this issue, they stated that they had a fall last sunday. Troubleshooting found that stimulation was off. It was turned back on and the patient noted being on program 1 at 1.8. They increased to 3.0 which was noted to be comfortable sitting, standing, and walking. It was recommended that they follow up with their healthcare provider due to their fall, and about possibly changing programs. No further patient complications are anticipated or expected as a result of this event.